Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo along with multiple samples were provided to our quality team for investigation. Through visual inspection of the photo, a leakage past the stopper ribs is observed, verifying the reported incident. Upon evaluation of the products, damage is identified between the 30ml and 40ml marking on twenty-nine of the samples. As a result of the damage, leakage occurs when the stopper is moved across this portion of the syringe. A device history review was performed for reported lot 2402031, finding one annotation related to the reported incident. During assembly, it was found the wheels within the equipment were not properly synchronized due to a jam. Retained samples of the same lot were used for additional evaluation. All product was inspected, no damage was observed on any of the devices and results of the leakage test verified product met required specification. Based on the sample evaluation and our quality team's investigation, it was determined the damage observed likely occurred during the assembly process due to the issues found with the synchronization of the wheels. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of the incident: several syringes from this batch are damaged. Dented, dented, etc. Fluid runs out date of incident (dd/mm/yyyy): (B)(6) 2024 ¿ date of notification to bd (dd/mm/yyy): 26-04-2024 ¿ name of the bd employee who was notified, if applicable (first and last name): ¿ description of the event (provide specific and objective data about the event): : with preparing syringe drawn up (tried several times), liquid running down it ¿ sample availability (yes/no, including sample collection information): syringes are in quarantine and available for collection. Can be picked up at laurentius hospital pharmacy. ¿ was there any alleged injury or damage to the user or patient? (Provide detailed information):no.